Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed that beginning (B)(6) 2016, the maximum right ventricular capture threshold measures 2.5 volts and consistently measures 2.5 volts. Impedance trends are within range. From (B)(6) 2016, r-wave measures between 1.875 and 4.75 millivolts. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for high threshold on the ventricular lead. A chest x-ray showed that the lead had dislodged. The lead was subsequently repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.